Event description:
On (B)(6) 2013, the patient reported that she had been taken to the hospital because her blood glucose had been elevated to 14-23 mmol/l (252-414 mg/dl) and she presented ketones. The patient is pregnant. She was treated at the hospital and her blood glucose levels returned to normal. At the hospital, the staff stated that insulin was leaking out of the middle of the infusion tubing, instead of being delivered to the patient. The infusion set was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
All tests were within specification. The complained tube set was not returned for investigation, so without the concerned sample a detailed analysis is unfortunately not possible. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.